Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided additional information for resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed that they may continue using the pump and to call back if the malfunction code recurs, which the customer understood and acknowledged.